Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user states he had 2 uti's earlier this year while using this product. He said earlier this year he has had 2 utis one in (B)(6) 2024 and another in (B)(6) 2024 while using the gc glide. Has cathed for about 2 yrs now - caths mostly at night about 3 times and maybe 1 or 2 x during the day, cic volumes are about 500-600ml. He also has an interstim that helps him void without cathing about 50-150ml multiple times throughout the day.